Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a refill on (B)(6) 2018 and they woke up the next morning and were paralyzed from the "bottom down," and her feet wouldn't move. The patient reported they had been in the hospital since (B)(6) 2018 and a rehab facility. The patient reported this is their second rehab stay because they still can't walk. The patient reported that before they could walk with a walker, but now they cannot do anything. The patient reported that the doctor sometimes has to poke them 7 times with the needle for the refill before they get the right spot. The patient reported at the last refill only a couple drops of baclofen came out. The patient reported they also have a sore throat. No further complications were anticipated/reported.